Manufacturer narrative:
Product analysis #705409806: equipment used: vis (m-78210), ruler 203cm (m-83361) drawing(s) referenced: n/a as found. Condition: the solitaire ab stent device was returned for analysis within a shipping box; within a sealed plastic bio-pouch and within a dispenser coil. The solitaire ab stent device was returned within its introducer sheath. The rebar 18 microcatheter used in the event was not returned. Visual inspection/damage location details: the detachment zone and finger marker struts were not returned with the solitaire ab stent device. No damages were found with the solitaire ab pusher. The marker coil was found damaged. Testing/analysis: the solitaire ab stent device was pushed out from within the introducer sheath without issue. The solitaire ab stent device could not be tested due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿kink/damage¿ was confirmed. The solitaire ab detachment zone and finger marker struts were not returned. Possible causes of ¿kink/damage¿ are burrs, bumps, kinks, or other damage on stent or pusher, damaged catheter, patient vessel tortuosity user does not maintain correct flush rate and incompatible catheter. The solitaire ab stent device was returned damaged. The rebar 18 microcatheter used in the event was not returned. Therefore, the condition of the rebar 18 microcatheter could not be assessed. The rebar 18 microcatheter has a labeled ID (inner diameter) of 0.021¿. As per the solitaire ab IFU (instructions for use), the solitaire ab stent device is compatible for use with microcatheters with a minimum ID of 0.021¿. Therefore, the rebar 18 microcatheter was found to be compatible for use with the solitaire ab stent device. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Possible causes of ¿separation¿ are patient vessel tortuosity, user makes more than 2 passes, a new microcatheter was not used with each solitaire. It was reported that the stent broke off during the hydration process. However, the root cause of the reported event could not be determined. (Gamboj3 (B)(6) 2023) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding solitare ab resistance in the catheter and damage. The patient was undergoing total cerebral angiography and mechanical thrombectomy for treatment of an intracranial vascular occlusion. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 30 minutes. It was reported that on the evening of (B)(6) 2023, a doctor at the affiliated (B)(6) hospital, performed the surgery: total cerebral angiography + thrombectomy. Determine the site of intracranial vascular occlusion by angiography. 8f balloon guide catheter, guide wire synchro-14, axs catalyst 6, rebar18 microcatheter, intracranial vascular stent sab-4-20 were selected. After the preparations were completed, the rebar 18 microcatheter was put in place smoothly. When the surgeon selected the intracranial stent sab-4-20 to hydrate in vitro, in the process of slowly pushing the stent, it was found that the stent could only be pushed forward and couldnot be recovered. The surgeon continued to push out slowly. The tip of the stent was directly disconnected and dropped into the hydration basin. Because of the emergency of the surgery, the surgeon reopened a piece of sab-4-20 for hydration, then pu shed it into the rebar 18 normally, and successfully reached the thrombus to complete the thrombus removal. After the surgery was completed, the surgeon thought that the tip of the stent was broken for no reason belonged to product quality problem, and filed a complaint. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that the patient's baseline nihss was 16 points. The patient's post thrombectomy condition was tici 3. It was stated that there was no resistance. Additional information was received that unrecoverable meant that the stent body directly broke off during the hydration process and was separated from the pushing guide wire, making it impossible to recover.